Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("extended/long periods"), dysmenorrhoea ("painful periods,"), fatigue ("chronic fatigue"), migraine ("migraine"), anxiety ("anxiety"), depression ("depression"), memory impairment ("memory problems (her mind is foggy)"), sleep disorder ("problems sleeping"), muscle spasms ("muscles spasms"), coital bleeding ("bleeding after sex"), back pain ("back pain"), headache ("headaches"), dizziness ("dizzy"), panic reaction ("panic"), pruritus ("itching all over her body"), urticaria ("developed urticaria,might be from the metals"), alopecia ("excessive hair loss"), disturbance in attention ("having trouble concentrating"), feeling abnormal ("fogginess") and anaemia ("anemia"). The patient was treated with clonazepam, iron, lisdexamfetamine mesilate (vyvanse), muscle relaxants, spironolactone, venlafaxine hydrochloride (efexor), vitamin b12 nos, vitamin d nos (vitamin d) and surgery (essure removed (scheduled on (B)(6) 2021).). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, heavy menstrual bleeding, dysmenorrhoea, fatigue, migraine, anxiety, memory impairment, sleep disorder, muscle spasms, coital bleeding, back pain, headache, dizziness, panic reaction, pruritus, urticaria, alopecia, disturbance in attention and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, coital bleeding, depression, disturbance in attention, dizziness, dysmenorrhoea, fatigue, feeling abnormal, headache, heavy menstrual bleeding, memory impairment, migraine, muscle spasms, panic reaction, pruritus, sleep disorder and urticaria to be related to essure. Batch no c59248, production date 2014-05-23, expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ('2 additional fragments of metallic coiled wire'), embedded device ('two portions of silver-colored metallic coiled wire embedded within the specimen') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("extended/long periods"), dysmenorrhoea ("painful periods,"), fatigue ("chronic fatigue"), migraine ("migraine"), anxiety ("anxiety"), depression ("depression"), memory impairment ("memory problems (her mind is foggy)"), sleep disorder ("problems sleeping"), muscle spasms ("muscles spasms"), coital bleeding ("bleeding after sex"), back pain ("back pain"), headache ("headaches"), dizziness ("dizzy"), panic reaction ("panic"), pruritus ("itching all over her body"), urticaria ("developed urticaria,might be from the metals"), alopecia ("excessive hair loss"), disturbance in attention ("having trouble concentrating"), feeling abnormal ("fogginess") and anaemia ("anemia"). The patient was treated with clonazepam, iron, lisdexamfetamine mesilate (vyvanse), muscle relaxants, spironolactone, venlafaxine hydrochloride (efexor), vitamin b12 nos, vitamin d nos (vitamin d) and surgery (essure removed (scheduled on (B)(6) 2021)., salpingectomy(bilateral) and salpingectomy(bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, embedded device, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, fatigue, migraine, anxiety, memory impairment, sleep disorder, muscle spasms, coital bleeding, back pain, headache, dizziness, panic reaction, pruritus, urticaria, alopecia, disturbance in attention and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, coital bleeding, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, embedded device, fatigue, feeling abnormal, headache, heavy menstrual bleeding, memory impairment, migraine, muscle spasms, panic reaction, pruritus, sleep disorder and urticaria to be related to essure. Batch no c59248 production date 2014-05-23 expiration date 2017-05-31. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device embedded, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received: event 'two portions of silver-colored metallic coiled wire embedded within the specimen' , '2 additional fragments of metallic coiled wire', medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ('2 additional fragments of metallic coiled wire'), embedded device ('two portions of silver-colored metallic coiled wire embedded within the specimen') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("extended/long periods"), dysmenorrhoea ("painful periods,"), fatigue ("chronic fatigue"), migraine ("migraine"), anxiety ("anxiety"), depression ("depression"), memory impairment ("memory problems (her mind is foggy)"), sleep disorder ("problems sleeping"), muscle spasms ("muscles spasms"), coital bleeding ("bleeding after sex"), back pain ("back pain"), headache ("headaches"), dizziness ("dizzy"), panic reaction ("panic"), pruritus ("itching all over her body"), urticaria ("developed urticaria,might be from the metals"), alopecia ("excessive hair loss"), disturbance in attention ("having trouble concentrating"), feeling abnormal ("fogginess") and anaemia ("anemia"). The patient was treated with clonazepam, iron, lisdexamfetamine mesilate (vyvanse), muscle relaxants, spironolactone, venlafaxine hydrochloride (efexor), vitamin b12 nos, vitamin d nos (vitamin d) and surgery (essure removed (scheduled on (B)(6) 2021)., salpingectomy(bilateral) and salpingectomy(bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, embedded device, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, fatigue, migraine, anxiety, memory impairment, sleep disorder, muscle spasms, coital bleeding, back pain, headache, dizziness, panic reaction, pruritus, urticaria, alopecia, disturbance in attention and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, coital bleeding, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, embedded device, fatigue, feeling abnormal, headache, heavy menstrual bleeding, memory impairment, migraine, muscle spasms, panic reaction, pruritus, sleep disorder and urticaria to be related to essure. Batch no c59248, production date 2014-05-23, expiration date 2017-05-31. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device embedded, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("extended/long periods"), dysmenorrhoea ("painful periods,"), fatigue ("chronic fatigue"), migraine ("migraine"), anxiety ("anxiety"), depression ("depression"), memory impairment ("memory problems (her mind is foggy)"), sleep disorder ("problems sleeping"), muscle spasms ("muscles spasms"), coital bleeding ("bleeding after sex"), back pain ("back pain"), headache ("headaches"), dizziness ("dizzy"), panic reaction ("panic"), pruritus ("itching all over her body"), urticaria ("developed urticaria,might be from the metals"), alopecia ("excessive hair loss"), disturbance in attention ("having trouble concentrating"), feeling abnormal ("fogginess") and anaemia ("anemia"). The patient was treated with clonazepam, iron, lisdexamfetamine mesilate (vyvanse), muscle relaxants, spironolactone, venlafaxine hydrochloride (efexor), vitamin b12 nos, vitamin d nos (vitamin d) and surgery (essure removed (scheduled on 05/11/2021).). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, heavy menstrual bleeding, dysmenorrhoea, fatigue, migraine, anxiety, memory impairment, sleep disorder, muscle spasms, coital bleeding, back pain, headache, dizziness, panic reaction, pruritus, urticaria, alopecia, disturbance in attention and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, coital bleeding, depression, disturbance in attention, dizziness, dysmenorrhoea, fatigue, feeling abnormal, headache, heavy menstrual bleeding, memory impairment, migraine, muscle spasms, panic reaction, pruritus, sleep disorder and urticaria to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.